Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement and loss of capture. This lead was determined to be fractured. Upon removal, only half the lead was able to be extracted. A new lead was then implanted as a replacement. No additional adverse patient effects were reported.